Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found no evidence of reported problem. Visual inspection, and accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation delivery accuracy testing found the pump's average delivery error to be within the in-house specification of +/-3%. The investigation confirmed that no fault found, and no action taken.

Event description:
Information was received indicating that the cadd solis hpca pump wasn't delivering the amount it should have. There were no adverse events reported.